Event description:
Additional information received reported that the patient had experienced increased pain, muscle spasm, and difficulty breathing. The catheter had a 2mm area of ¿nonenhancing hypo-intensity¿ at the tip of the catheter which was identified by MRI (magnetic resonance imaging) on (B)(6) 2015. A revision occurred (B)(6) 2015. It was unknown whether segments were left in the intrathecal space. Following the revision the patient symptoms improved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inflammation was discovered at the catheter tip (B)(6) 2015 and the catheter location was being surgically revised on (B)(6) 2015. The healthcare professional (hcp) pulled the catheter down ¿about a half inch¿ and subsequently re-anchored the catheter. The reporter had a v-wing anchor but the hcp reportedly would not be able to thread the anchor ¿per the usual method¿ because the catheter was not being cut/spliced. The reported stated that the hcp ¿may need to slice the v-wing catheter and wrap around the catheter to anchor.¿ following the revision the patient was doing ¿fine.¿ the pump was used to infuse dilaudid (hydromorphone). Follow up was being conducted to obtain additional information that was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).